Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device was received not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Inspection of the pod download data showed that the device ran for 49 first prime pulses before deactivation. No timeouts or drive stalls were observed. No damages or deficiencies were observed on the components of the drive mechanism. No problems were observed with the device's functionality regarding the reported event.